Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A bent sensor tip was reported with the abbott diabetes care (adc) device. The sensor did not penetrate the skin, and the customer was therefore unable to apply the device and monitor glucose levels. The customer experienced unspecified symptoms and was unable to self-treat. As a result, the customer was seen at the hospital and had contact with a healthcare professional who provided insulin (dose/type unspecified) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.